Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: a customer raised a concern regarding the alarm notification sound of the abbott diabetes care device when their blood glucose level crossed the threshold level. The customer believes it is a privacy issue to be able to hear the alarm when they are in social gathering so they felt the need to turn off their notifications to avoid potentially calling attention to themselves. The customer suggested the device needs to be more discrete in such occassions or else turning off notifications makes the device unusable. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. No further investigation is planned as this complaint does not involve a reported product issue. A follow up report will be submitted if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.